Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 25 mg/dl at time of incident. The customer was passed out. The customer was treated with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
The event date information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).